Event description:
Updated information received 8/3/2012.

Event description:
Happened while inserting the final femoral implant after retrograde cement filling into the femoral canal. The surgeon claims that event happend following the use of the reported product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All testing results were reviewed and they are all within specification. The device history records were reviewed, no non conformances on this batch the investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.